Event description:
During follow-up, loss of capture due to dislodgment was observed on the right ventricular (rv) lead. The rv lead was revised. During a subsequent follow up, intermittent pacing was noted. The rv lead was explanted and replaced and the patient was stable.

Manufacturer narrative:
The lead was returned due to lead dislodgement and loss of capture. As received, a complete lead was returned in one piece. The measured full helix extension length was within specification. Test results for shorts and continuity were within normal limits. The field reported that the reason for the capture event may have been due to the presence of ischemic tissue.